Event description:
Related to MFR report# 2183959-2011-00503 "on or about (B)(6) 2008" the pt had a second monarc subfascial hammock implanted on (B)(6) 2009, it was indicated that the pt "underwent excision" of the monarc subfascial hammock and that this surgery also involved reconstruction of the pt's vaginal canal. It was stated that the pt "was diagnosed with vaginal pain, exposed infected mesh and urethral scarring." It was alleged that the pt "has been severely and permanently injured."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.